Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist is recommending them to stop treatment with byte aligners. Patient provided letter of recommendation from the dentist stating, they will begin orthodontic treatment using braces. The patient is currently in a class ii bite with crowding, deep bite and a brodie bite on their 5's.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.